Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a health care professional. It was reported that they have not used their implantable neurostimulator in 2.5 years so now the implantable neurostimulator won't charge and was dead. The patient noted that the reason for not charging was because they had no pain. Additionally, the patient noted that their implantable neurostimulator is so prominent because they have lost a lot of weight. It hurts/causes them discomfort because of its prominence. The patient noted that this has been going on for the last 1.5 years. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said brad baker(mdt rep) spoke with patient today and walked patient through doing a physician recharge mode(prm), to get patient out of overdischarge today. Patient now has a por message. Technical services(ts) reviewed how to clear por with rep. Rep didn't know when patient got into overdischarge. Rep mentioned the battery depleting quickly and charging up quickly after patient is able to recharge his implant. Ts reviewed battery can be unstable after coming out of overdischarge, thus it's important for patient to recondition the battery by monitoring and recharging the neurostimulator(ins). If the ins is still depleting rapidly after a couple weeks or after a handful of recharging it fully, then replacement is a consideration. Troubleshooting was not required. Rep to meet with patient tomorrow at 3 pm to clear por. Patient wants to be able to go into MRI mode for a scan. Additional information was received from the manufacturer representative (rep). It was reported that the patient is working to reschedule a replacement of his scs battery to help resolve the pain/ discomfort due to weight loss. The cause of the overdischarge and battery draining was because the patient allowed the battery to overdischarge two times. The patient said this was simply because he no longer had pain and stopped using the scs. The only reason he has needed the scs on recently is to get an MRI. The actions/interventions taken to resolve the overdischarge was the patient was walked through doing a trickle charge over the phone. The rep met with the patient on wednesday, (B)(6) 2021 to clear the por so the patient could put his device into MRI mode. This was completed. The overdischarge has been resolved but the draining quickly has not resolved so the patient is trying to set up a replacement surgery. The patient¿s pain has recently returned, so he wants to have a scs again and he will use it now.